Manufacturer narrative:
Hosp maintenance staff erased options menu, however, this alleged issue was the nurse's call alarm for a lowered pt siderail. Bed options reset and staff instructed on how to reset nurse's call alarm.

Event description:
It was reported by service report that the bed is flashing and not working. It is unk if there was pt involvement or if there are adverse consequences to report.